Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value under 40mg/dl also the bottom button of the insulin pump melted. Patient's other blood glucose value was 144mg/dl. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with keypad overlay texture damage due to melting. No other issues were found during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.